Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop114-830. Sensor passed with accurate readings. Unable to confirm needle complaint due to customer did not return insertion needle sensor only. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that their blood glucose was low at midnight. The sensor and blood glucose readings are also off. Nothing further reported.